Manufacturer narrative:
(B)(4). Based on the intraoperative angiography images, the investigation stated that the device appeared to be positioned in the right external iliac artery (rei). The device appeared to partially deploy. The distal end of the device did not appear to deploy. There appeared to be upward pressure on the device and sheath. The device appeared to fully deploy afterwards. On the final angiography the device appeared to be deployed in the right external iliac artery (rei) immediately distal to the right common iliac artery (rci) bifurcation. There did not appear to be contrast outside of the device. Result code and conclusion code updated.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, a gore® viabahn® endoprosthesis ((B)(4)) was implanted for treatment of a dissection in the right external iliac artery. After the device was advanced to the target lesion, the physician initiated deployment. It was stated a resistance was felt during pulling the deployment line, the physician tried to control the sheath and force continuing deployment, eventually succeeded to fully deploy the stent graft. However, the deployment line was reportedly being stuck to release from the catheter. After several attempt, it was found that the vessel and the expanded stent graft might be pulled out together if forcing to pull either the deployment line or the sheath, the physician decided to cut the deployment line and the rest of deployment line was reportedly remained inside the patient. It was stated the patient had no significant complication so no additional procedure but only a plan of follow-up was scheduled.